Event description:
Customer reported that she had unexplained high blood glucose of 265 mg/dl and having issues with the insulin pump. Customer stated that is constantly getting motor error alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with alarm during rewind test due to a protruded/loose drive support disk. Unit was received with corroded motor home switch and no e70 alarm on alarm history noted.